Event description:
A pt has filed charges against his surgeon claiming he has toxic shock syndrome from an endoscopic surgery occurring on (B)(6) 2010. During the procedure, the product was kept in the middle of the meatus, to keep the turbinate from lateralizing. The procedure was completed successfully with no medical intervention and delays. The cause of the pt's condition is not known.

Manufacturer narrative:
Nasopore is a bioresorbable device which is meant to fragment inside a cavity after insertion. Due to this reason, the alleged device cannot be evaluated. However, no previous incidence of toxic shock syndrome has been alleged with the use of nasopore.